Event description:
Boston scientific received information that this patient has been experiencing episodes of feeling warm and then passing out for approximately five seconds. The patient was brought to a clinic for device evaluation and was give a steroid pack for an unspecified reason. Elevated threshold measurements were noted and the device output was reprogrammed. The patient is now in the hospital but has not had another episode. The physician confirmed the leads are intact and functioning normally. Additional testing will be performed to try and determine the cause of the episodes.

Manufacturer narrative:
One month following the initial reported clinical observations, the patient presented again with neurological symptoms and possible syncope suspected to be the due to transient bradycardia related to elevated capture thresholds. A revision procedure was performed and a new pace/sense lead was added to this patient's system.